Event description:
Note: the date of event is unknown. According to the complainant, the physician appeared to experience difficulty deflating the trilogy balloon dilator catheter.

Manufacturer narrative:
The device has not been received for evaluation, therefore a failure analysis of the complaint device could not be completed. If any further relevant information is received, a supplemental medwatch will be filed. Other text : product not expected.